Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead pacing thresholds increased two days after the lead was implanted. An x-ray evidenced the lead lost slack, but no dislodgement had occurred. The physician stated the patient was anxious and her movement contributed to the issue. A revision was performed wherein the lead body was added slack to take strain off the helix. As result, the pacing thresholds recovered. The ra lead remains in service. No additional adverse patient effects were reported.